Event description:
It was reported that a y-type catheter extension set leaked during patient infusion. The reporter stated that the device leaked at the bottom of the y-site. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation. However, seventy unused samples were received for evaluation. Visual inspection and pressure testing did not identify any abnormalities that could have contributed to the reported condition. Functional and displacement testing also did not identify any abnormalities that could have contributed to the reported condition. The evaluation did not confirm the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.